Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Previously the device showed nine and a half years remaining longevity. During the recent device check, the device was at explant. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.